Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. As there was no sample or photo available for evaluation, a root cause could not be determined. Device manufacture date: unknown.

Event description:
It was reported during use of the bd microtainer® tube with bd microgard¿ closure, lithium, heparin, pst¿ gel additive the tops are popping off the tubes. There was no report of injury or medical intervention.